Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 52 mg/dl at the time of incident. Customer declined troubleshooting for low and high blood glucose. Customer stated insulin pump act button was sticky and take multiple presses for pressed. Customer also stated issue with the display on meter and red line going down the screen. The device will be returned for analysis.